Event description:
The user facility reported that a 62-year-old male patient on impella cp support experienced reduced or absent pulses in the left lower leg and below the knee. Amputation was recommended. Pulse was never returned for the patient. Additionally, the patient developed a clot/thrombus which was detected via ultrasound. Heparin was withheld and the impella cp was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.